Manufacturer narrative:
PMA/510#: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was environmental contamination with bd max¿ system, bd max¿ instrument. There was one occurrence in this event with no patient impact. The following information was provided by the customer: " amax 441916 contamination - 7 of 10 samples are pos for covid, including the neg control."

Manufacturer narrative:
H.6 investigation summary: a failure of contamination was reported on a max instrument (p/n 441916, s/n (B)(6)). The customer reported false positives (not reported to the patient). The bd field service representative suggested that there was potentially contamination within the instrument and recommended decontamination and environmental monitoring. The environmental monitoring confirmed contamination. After the cleaning, environmental monitoring was repeated and the issue was resolved. The instrument was returned to working order. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to contamination. The root cause was attributed to user induced contamination. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that there was environmental contamination with bd max¿ system, bd max¿ instrument. There was one occurrence in this event with no patient impact. The following information was provided by the customer: " amax 441916 contamination - 7 of 10 samples are pos for covid, including the neg control."